Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead - (B)(6) 2006. (B)(4).

Event description:
It was reported that the atrial lead exhibited a possible loss of capture. It was further reported that follow up was attempted for additional information, but was unsuccessful. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead exhibited a possible loss of capture. Follow up is currently in process for additional information. The lead remains in use. No patient complications have been reported as a result of this event.